Event description:
A remstar plus device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed power connecter was burnt. Additionally, error codes e051 (err_corrupt_compliance_log), e100 (err_humid_no_heat) were found and there was contamination from dust. The device was repaired by the third-party service center after the evaluation was completed.

Manufacturer narrative:
In the previous report, event date in box b; product brand name, operator of device, and device serviced by 3rdp in box d; occupation in box e; report source and 510(k) number in box g; and reason device not evaluated, and device problem code grid in box h were incorrectly updated. In this report, all required fields have now been updated/corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution.